Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported on intermittent occasions, the customer needed to press the wake button multiple times before the screen turned on. During troubleshooting with tandem technical support, the customer was directed to press on the center of wake button, the customer confirmed the screen turned on without an issue. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.